Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coils. During the procedure, while advancing the ruby coil through a non-penumbra microcatheter, the physician lost positioning and, therefore, re-sheathed the ruby coil. The physician then re-attempted to place the first part of the ruby coil in the venous outflow which was smaller than the aneurysm sac; however, the physician was not satisfied with the shape of the first loop. Therefore, the physician retracted the ruby coil back into its introducer sheath and saved it for later use. The physician then placed a pod8 and re-attempted to use the same ruby coil; however, the physician experienced resistance and the ruby coil would not advance from its initial position inside of the introducer sheath and its pusher assembly was found to be kinked. Therefore, the ruby coil was removed. It was reported that the ruby coil may have gotten clotted when re-sheathing; however, the ruby coil was rinsed with saline prior to reuse. The procedure was completed using new ruby coils and additional coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm, 165.0 cm and 166.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and was undamaged. During functional testing, the ruby coil was attempted to be advanced through its introducer sheath. Resistance was experienced upon advancing the kinks into the sheath and the embolization coil was unable to advance further. The pusher assembly was kinked and fractured by the penumbra investigator. Conclusions: evaluation of the returned ruby coil confirmed a device with kinks on its pusher assembly. If the ruby coil is forcefully advanced against resistance, damage such as kinks may occur. The root cause of the resistance was unable to be determined. Further investigation revealed a kink near the proximal end of the pusher assembly. Based on the reported complaint and the return condition, this damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.